Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a damaged battery. No patient injury or medical intervention was reported. Baxter's review of the device event history confirmed the reported condition as a depleted set alarm; which interrupted delivery. The master software version of this device was 5.06.00, which is classified as unremediated. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: this device evaluated at the facility by a baxter technician. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition as a battery depleted alarm. The root cause was determined to be depleted main batteries. The batteries and harness were replaced to repair this issue. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).should additional information be received, a follow-up medwatch will be submitted.